Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramps') in a 40-year-old female patient who had essure (batch no. B34595, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, mitral valve prolapse, hypoglycemia, umbilical hernia and endometriosis. Surgical pathology report: final pathologic diagnoses a. Gall bladder, cholecystectomy - chronic cholecystitis, cholesterolosis, cholelithiasis b. Soft tissue, umbilical hernia, repair of fibro adipose tissue, with congestion, with hernial sac pre and postoperative diagnosis: symptomatic cholelithiasis. Previously administered products included for wheezing: albuterol; for an unreported indication: multivitamin. Concurrent conditions included chronic cholecystitis, gallstones, nausea, vomiting, pelvic pain and fibroids. Concomitant products included amlodipine besilate (norvasc) from 2010 to 2012 for blood pressure high as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), metoprolol since 2012 and sennoside a+b. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain upper ("pain in my stomach"). In (B)(6) 2014, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain"), dysmenorrhoea ("I have pain in my stomach especially when its time for my menstruatual"), migraine ("migraines") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain upper, headache, migraine and mental disorder outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, headache, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Left side-3 coil and right side-3 coils seen. There is descripenency in date of implant previously it was noted as (B)(6) 2013 now it is (B)(6) 2013. Surgical pathology report: fibroids history of essure procedure chronic pelvic pain, loss of uterosacral ligament support, omental adhesions, umbilical hernia, extensive endometriosis on bladder, uterosacral ligaments, bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unavailable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain upper, pelvic pain. Lot number:b34595 manufacture date:2013-05 expiration date: 2016-05. Lot number: b40022 manufacture date:2013-06 expiration date: 2016-06. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical records received. Essure lot number was added. This case is medically confirmed. Medical history and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramps') in a 40-year-old female patient who had essure (batch no. B34595, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, mitral valve prolapse, hypoglycemia, umbilical hernia and endometriosis. Surgical pathology report: final pathologic diagnoses. A. Gall bladder, cholecystectomy - chronic cholecystitis, cholesterolosis, cholelithiasis b. Soft tissue, umbilical hernia, repair of fibro adipose tissue, with congestion, with hernial sac pre and postoperative diagnosis: symptomatic cholelithiasis. Previously administered products included for wheezing: albuterol; for an unreported indication: multivitamin. Concurrent conditions included chronic cholecystitis, gallstones, nausea, vomiting, pelvic pain and fibroids. Concomitant products included amlodipine besilate (norvasc) from 2010 to 2012 for blood pressure high as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), metoprolol since 2012 and sennoside a+b. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain upper ("pain in my stomach"). In (B)(6) 2014, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain"), dysmenorrhoea ("I have pain in my stomach especially when its time for my menstrual"), migraine ("migraines") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain upper, headache, migraine and mental disorder outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, headache, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Left side-3 coil and right side-3 coils seen. There is discrepancy in date of implant previously it was noted as (B)(6) 2013 now it is (B)(6) 2013. Surgical pathology report: fibroids history of essure procedure chronic pelvic pain, loss of uterosacral ligament support, omental adhesions, umbilical hernia, extensive endometriosis on bladder, uterosacral ligaments, bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unavailable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain upper, pelvic pain. Lot number:b34595 manufacturing date:2013/05 expiration date:2016/05. Lot number:b40022 manufacturing date:2013/06 expiration date:2016/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramps") in a (B)(6) year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, mitral valve prolapse, hypoglycemia and umbilical hernia. Surgical pathology report: final pathologic diagnoses- gall bladder, cholecystectomy - chronic cholecystitis, cholesterolosis, cholelithiasis. Soft tissue, umbilical hernia, repair of fibro adipose tissue, with congestion, with hernial sac. Pre and postoperative diagnosis: symptomatic cholelithiasis. Previously administered products included for wheezing: albuterol; for an unreported indication: multivitamin. Concurrent conditions included chronic cholecystitis, gallstones, nausea, vomiting, pelvic pain and fibroids. Concomitant products included amlodipine besilate (norvasc) from 2010 to 2012 for blood pressure high as well as docusate sodium (colace), hydrocodone bitartrate; paracetamol (norco), metoprolol since 2012 and sennoside a+b. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in my stomach") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain"), dysmenorrhoea ("I have pain in my stomach especially when its time for my menstrual"), migraine ("migraines") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain upper, headache, dysmenorrhoea, migraine and mental disorder outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, headache, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: -(B)(6) 2013, (B)(6) 2013. Left side-3 coil and right side-3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain upper. Lot number: b34595, manufacture date: 2013-05, expiration date: 2016-05; lot number: b40022, manufacture date: 2013-06, expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received. Concomitant condition and medication added. Event: abnormal vaginal bleeding, psychiatric and/or psychological condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.